Event description:
It was reported the hand pieces were used during an unknown procedure. The devices continuously locked out. The old style hand piece was used to complete the case. No patient consequence.